Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, discussed reprogramming to the right ventricular (rv) to can vector and continue to monitor. This new vector was noted to be withing range. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Detailed initial reporter information was not provided to bsc. We completed a good faith effort to obtain the information. Because the full initial reporter name is unknown at this time, we are unable to provide the complete that specific information. If additional details become available, a supplemental report will be submitted.